Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, glistenings were observed in the iol. The surgeon reported the patient had decreased visual acuity. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4). (B) (4).